Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer saw the wire of the fenestrated bipolar forceps instrument broke. The instrument was removed from the abdomen, the area was checked for wire remanent, but nothing was found. The procedure was completed with no reported injury.